Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is removing/adding insulin outside of the load sequence. Tandem technical support informed customer that removing/adding insulin outside of the load sequence, is off label per the user guide. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.